Event description:
I flow rec'd a report stating, flow rate too fast. Fill volume 220ml. Medication, vancomycin. Flow rate 10ml/hr. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The device history record was not reviewed. Sample eval: rec'd one empty and used pump for eval and investigation. The pump was refilled with normal saline solution to the reported fill volume of 220ml for testing. When the pinch clamp was opened, the pump did not infuse. The tubing was separated from the pump for cleaning, and the pump w/o the tubing did infuse. The tubing was placed in warm water with an air source to clean. The tubing was reattached to the pump and a flow rate test was then performed. The pump infused within specification. The directions for use contains a caution for underfilling the pump: "cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate".